Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint has been confirmed. The lead was damaged in the attempt to withdraw it through the needle. Visual inspection found that electrodes # 15, 16 are missing from distal end of lead and the cables are exposed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel is facing down or the angle of the insertion needle is greater than 45 degree. An angle of more than 45 degree increases the risk of lead damage.

Event description:
A report was received that during the trial procedure, the physician attempted to withdraw the lead through the needle the top two contacts of the lead sneered off and the two contacts were left at the patient's body. It was also reported that the lead had fractured. The patient underwent a revision procedure wherein the portion of the lead was removed.

Event description:
A report was received that during the trial procedure, the physician attempted to withdraw the lead through the needle the top two contacts of the lead sneered off and the two contacts were left at the patient's body. It was also reported that the lead had fractured. The patient underwent a revision procedure wherein the portion of the lead was removed.